Event description:
Dealer states the joystick screen turns blank than red intermittently. Screen also pops and say set date and time intermittently. Consumer has to turn on / off to clear it and to make chair work again.